Manufacturer narrative:
PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that multiple defects i.e., missing label, dirty tube or cap defects were found on k2 edta (k2e) 3.6 mg plastic collection tubes prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage, missing label, incorrect count, foreign matter, and open package with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage, missing label, incorrect count, foreign matter, and open package with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that multiple defects i.e., missing label, dirty tube or cap defects were found on k2 edta (k2e) 3.6 mg plastic collection tubes prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage, missing label, incorrect count, foreign matter, and open package with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage, missing label, incorrect count, foreign matter, and open package with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that multiple defects i.e., missing label, dirty tube or cap defects were found on k2 edta (k2e) 3.6 mg plastic collection tubes prior to use. There was no report of exposure, serious injury or medical intervention.